Manufacturer narrative:
(B)(4). This report is being submitted as part of a system level review which will include an investigation of all potential fresenius products being used at the time of the event. The post market surveillance department is in the process of requesting medical records and treatment sheet related to this event. The plant investigation is in process. A supplemental medwatch will be submitted upon completion of this activity.

Event description:
A facility biomedical technician reported an adverse event that occurred while a patient underwent a routinely scheduled hemodialysis (hd) treatment. The head nurse stated that the patient experienced what she believed to be a seizure, of unknown origin, during the hd treatment. She confirmed that the patient did not code or experience cardiac arrest. However, when the seizure like activity was observed, the patient¿s blood was returned and the ¿rapid response¿ team was summoned. The patient was stabilized without medical intervention being required. No other symptoms were exhibited by the patient. Samples of the dialysate in-use during the hd treatment were taken and tested; the user facility revealed that no issues with the dialysate were identified. Following the event, the system was removed from service for evaluation. No machine malfunction was alleged, observed, or identified. The unit has been returned to service at the user facility without issue. The bloodline device is not available to be returned to the manufacturer for evaluation is it was discarded by the user facility. The hd treatment was performed at an in-patient hospital unit. Although requested, no additional information has been made available.

Manufacturer narrative:
A sample was not returned to the manufacturer for physical evaluation, and the lot number was not provided. Therefore, the failure mode cannot be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. A manufacturing review was performed of the products shipped to the dialysis center for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all naturalyte liquid acid concentrate products shipped to this account within the selected time frame. A records review was performed on the lots identified. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lots passed all release criteria. A definitive conclusion regarding the involvement of the concentrate product could not be reached without a physical analysis of the dialysate used during the reported event. A retrospective review of the batch production records (bpr) for finished product, delivered to the client, during the specified time frame, failed to identify any non-conformances and/or abnormalities during production that could have caused or contributed to the reported event. Therefore, no evidence of a manufacturing problem exists to substantiate a causal relationship between the concentrate product and the reported event. Naturalyte liquid acid concentrate is manufactured to meet aami requirements using validated processes, and released based on a determination that the finished product met those requirements. No medical records were made available; therefore, there is no way to confirm a causal relationship between the fresenius products used during the hemodialysis (hd) treatment and the patient adverse event of seizure.